Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose level. Customer¿s blood glucose level was 54 mg/dl at the time of incident and over 40 mg/dl at the time of call. Customer¿s other blood glucose levels were 63 mg/dl, 143 mg/dl and 40 mg/dl. Customer was treated with food. Customer reporting that the areas are itching and irritating. Customer was using insulin pump system within 48 hours of reported low blood glucose event. Customer neither was in emergency room, nor admitted into hospital, nor was emergency medical service dispatched as a result of low blood glucose. Customer reported that auto mode was automatically delivering insulin at the time of low blood glucose event. Customer did not allege pump was over delivering. Customer was using auto mode feature. Troubleshooting was performed for low blood glucose level. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The information of the auto mode feature on insulin pump has been received which was incorrect with the initial report. The correct information has been included with this report. (B)(4).

Event description:
It was reported that customer was not using auto mode today but they were using auto mode at time of event however on date customer called to report event she was not using auto mode.